Event description:
It was reported that the arctic device was alarming for low flow. A functional check showed that the circulation pump command cpc was at 63 percentage. This was indicative of a failed circulation pump. System hours were below 3600 and discussed the 2000-hour service with the user and stated that they would discuss repair options with management. Per sample evaluation results on (B)(6) 2024, it was reported that the installed test mixing pump to cool. Hot side connector between the power inlet module and the ac main voltage circuit card was observed to be charred and melted. Circulation motor pump had dried out bearings.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic device was alarming for low flow. A functional check showed that the circulation pump command cpc was at 63 percentage. This was indicative of a failed circulation pump. System hours were below 3600 and discussed the 2000-hour service with the user and stated that they would discuss repair options with management. Per sample evaluation results on 30oct2024, it was reported that the installed test mixing pump to cool. Hot side connector between the power inlet module and the ac main voltage circuit card was observed to be charred and melted. Circulation motor pump had dried out bearings.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA: 1405844. The device was evaluated upon receipt. Hot side connector between the power inlet module and the ac main voltage circuit card was observed to be charred and melted. The ac main voltage circuit card and the power inlet module were replaced. The device passed all applicable testing and is ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause. Supplier ¿ root cause: inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.